Event description:
It was reported that when the patient presented through merlin.net transmission, loss of capture on right ventricular lead was observed. Patient has escape rate in the 30-40¿s. Lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.